Event description:
(B)(4). This unsolicited case from united states was received on 08-dec-2017 from nurse. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency had distal side pain bilaterally/left side was greater than the right/right side pain was greater than the left, chills, worsening knee pain and swelling. Also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021 and expiration date: 31-may-2020; indication: not provided) bilaterally. On an unknown date in 2017, after unknown latency, patient experienced worsening knee pain, swelling, distal side pain bilaterally, and chills. It was stated that the pain was constant and at times the left side was greater than the right and then a few hours later the right side pain was greater than the left and he had to call out of work and stay home. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has experienced pain, chills, pain in both knees, and swelling of knees after receiving synvisc one injection from the recalled lot. Although exact event onset dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.

Event description:
This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from nurse. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and on the same day was unable to bend his knees, difficulty bearing weight on both knees, had distal side pain bilaterally/left side was greater than the right/right side pain was greater than the left, chills/felt a little cold during the injections, worsening knee pain/ excruciating pain and swelling. Also, device malfunction was identified for the reported lot number. No medical history, concomitant medication and concurrent condition was provided. The patient past treatment with synvisc one in his left knee (at the end of 2016 or beginning of 2017). On an unknown date in (B)(6) 2017 (first week), the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml once (batch/ lot number: 7rsl021 and expiration date: 31-may-2020; indication: not provided) bilaterally for osteoarthritis. The symptoms began the same day he had the injection. Since the same day, the patient experienced worsening knee pain, swelling, distal side pain bilaterally. It was stated that the pain was constant and at times the left side was greater than the right and then a few hours later the right side pain was greater than the left. It was reported that the patient had little cold during the injections and he got relief right away. On the same day, the patient was unable to bend his knees, had excruciating pain with difficulty bearing weight on both knees and chills afterward. He did not take his temperature, so he did not know if he had a fever or not. He walked a little bit, but did not exercise after the injections. It was reported that the patient did not have difficulty bearing weight on his knees before the injections. He did not receive steroids with the synvisc one. He stayed home from work for two days after the injections. The patient did not get the relief that he expected. The patient called his doctor the day after the injections and was prescribed anti-inflammatory medication. He stated that his right knee was worse than his left knee before the injections. His right knee was not any better and his left knee was worse than before the injections. He was concerned about the lack of effect and potential long term effects from the recalled synvisc one. Corrective treatment: not reported for all events outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on (B)(6) 2017 from the patient. The additional events of unable to bend his knees and difficulty bearing weight on both knees were added with details. The event term was updated from chills to chills/felt a little cold during the injections and from worsening knee pain to worsening knee pain/excruciating pain. The product start date was updated from (B)(6) 2017 to (B)(6) 2017 and indication was added. The event onset date of device malfunction, distal side pain bilaterally/left side was greater than the right/right side pain was greater than the left, chills/felt a little cold during the injections, worsening knee pain/excruciating pain and swelling was updated from 2017 to (B)(6) 2017. The information regarding past medication was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 19-dec-2017: this case concerns a patient who has experienced pain, chills, pain in both knees, weight bearing difficulty, being unable to bend his knees and swelling of knees after receiving synvisc one injection from the recalled lot. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.